Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('I suffered so much pain') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('I suffered so much pain') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-jun-2020: quality-safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('I suffered so much pain/ pain'), endometritis ('endometritis') and abnormal uterine bleeding ('abnormal uterine bleeding') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine, kidney infection, augmentation mammoplasty, tonsillectomy, cystoscopy and abnormal uterine bleeding. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), abnormal uterine bleeding (seriousness criteria medically significant and intervention required) and pelvic adhesions ("pelvic adhesive disease"). The patient was treated with surgery (hysterectomy, bilateral salpingectomy, dilation and curettage, bilateral salpingectomy, operative laparoscopy,lysis of pelvic adhesions and dilation and curettage). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, endometritis, abnormal uterine bleeding and pelvic adhesions outcome was unknown. The reporter considered abnormal uterine bleeding, endometritis, pelvic adhesions and pelvic pain to be related to essure. The reporter commented: left: 10 coils were visible, right: no coils were seen protruding into the endometrial cavity. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: endometritis, abnormal uterine bleeding, pelvic adhesive disease. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 28-jul-2021: mr received. Reporter information, medical history, date of insertion, date of removal, rcc note added. Event: endometritis, abnormal uterine bleeding, pelvic adhesive disease added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.